Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of traumatic head injury, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with harmonyca lidocaine. Patient experienced traumatic head injury, deemed not device related. Patient was treated with tylenol extra strength. 3 days later, symptoms were resolved.